Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. Review of transmission revealed that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.